Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose rose to 500 mg/dl earlier in the morning. Customer's blood glucose was treated with a manual injection. Customer stated they did not have any symptoms of high blood glucose. Troubleshooting for the insulin pump found the insulin pump passed all functional testing. The customer was advised to change out their entire infusion set, reservoir, and insulin. Customer stated their blood glucose declined to 323 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-61114.